Event description:
It was reported that the device smoked when the ac power adapter was plugged into the ambulance, and it would not power on. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device, and verified the reported failure. Physio replaced the power pcb assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly, and observed that the board was badly burned. The root cause of the reported failure cannot be determined, as the assembly is too badly damaged to troubleshoot.